Event description:
It was reported that during the preparation for holmium laser lithotripsy procedure, the fiber was found with black spots, the procedure was completed using another device without patient complications. Analysis of the returned fiber showed a separation between the fiber and the connector, showing a breakage on it.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual inspection found that the fiber was broken, the connector was separated from the fiber body. The glass tip was degraded. During functional testing of the subminiature version a (sma) connector the light did not exist the connector face. During functional testing the fiber was connected to the console "treatments used 0. Treatments left 10". Was displayed. The observed condition of non-light exiting the connector can be a result of an internal connector fracture. Fracture within the connector can occur during procedural handling of the fiber during setup, use or reprocessing. This connector fracture can result in an insufficient aiming beam or low laser energy output, up to a complete inability for the fiber to fire. The interaction of the console with the connector having this fracture likely led it to overheat causing the connector to separate from the fiber body. Based on analysis results, a conclusion code of cause traced to component failure which indicates that expected or random component failure without any design or manufacturing issue.